Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor's screen turned black, and no image was displayed. The issue occurred during preparation for use for a non-specified procedure. There were no reports of patient harm.

Event description:
Additional information was supplied by the customer. The intended procedure was completed using equipment from another room. The user stated that the screen is black and not displayed. The lamp on the base visible from the back is lit in red.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, h3, h4, and h6. The device was returned to olympus for inspection, and the customer's complaint of the monitor's screen turning black and no image being displayed was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.